Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3, mfg report reference: 3006705815-2019-01493, 3006705815-2019-01494. It was reported that the patient underwent a system replacement. The exact reason for the replacement is unknown at this time. Effective therapy was restored post operation.

Event description:
Mfg report reference: 3006705815-2019-01493, 3006705815-2019-01494. Follow up information received that the system was replaced due to lead migration. There are no alleged deficiencies made against the ipg.